Event description:
It was reported that before using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, customer noticed 1 tube with green cap and 1 tube with gray-transparent cap in the pink sealed package. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The indicated failure mode for the incorrect cap color was observed in the attached photographs. A total of 100 retained samples were visually inspected, and no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color cap. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.